Manufacturer narrative:
Review of the device activity logs makes it clear the device presented an error in may of 2024 where the end result was that the device code indicator was red and was beeping. The device will communicate to the user that it is not rescue ready by providing an auditory beep every 30 seconds and displaying a red rescue ready (nvi) indicator. We can identify from the log that this device appears to have been left idle in a non-usable state for an extended period before reporting to zoll. Zoll medical corporation evaluated the device and the errors were cleared and the device passed all functional tests with no issues occuring. After a complete evaluation, the device was determined to function as expected. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device displayed a red "x" indicator. Complainant did not indicate that there was any patient involvement in the reported malfunction.